Manufacturer narrative:
(B)(4):investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. There was evidence of keypad contamination found under all key contacts.

Event description:
The patient's father called animas on (B)(6) reporting that all keypad buttons are intermittently activating desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.